Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir cap was cracked and the it was leaking. The blood glucose level was 127 mg/dl. Customer stated that the when they filled the insulin it was leaking. The product will not return for the analysis.